Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported suspected unspecified tissue injury cannot be determined. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Xtw (lot:40920a3011) was implanted without issue. After implant, a small jet was observed on posterior leaflet. A leaflet tear was suspected but could not be confirmed. The procedure ended with mr reduced to grade 3+. There was no clinically significant delay.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Xtw (lot:40920a3011) was implanted without issue. After implant, a small jet was observed on posterior leaflet. A leaflet tear was suspected but could not be confirmed. The procedure ended with mr reduced to grade 3+. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.